Event description:
This is report 1 of 2 for the same event. It was reported that during an unspecified surgical procedure, it was observed that the two impactor devices broke. Additional information received from the reporter indicated that the devices cracked and did not remain as one piece. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The actual device was returned for evaluation. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The device serial or lot number was unknown; therefore, UDI: (B)(4). Device manufacture date is unknown. Please note that two serial numbers ((B)(4)) were received but it is unknown as to which device the serial numbers belong to. Therefore, the serial numbers will be reported as unknown. Please note that mwr (B)(4) is related to this medwatch report (mwr (B)(4)). If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was not returned for evaluation. However, the described failure was confirmed, based on photos only. A visual assessment was performed on the device, based on the provided photos only, which noted that the device was broken; however, a serial number cannot be identified in the photo. Therefore, the reported condition was confirmed based on the photo only. However, the assignable root cause was not determined. Please note that this mwr# 1045834-2022-00324 is related to medwatch report (mwr#1045834-2022-00321).